Event description:
The patient reported an end of service (eos) error code. The implantable neurostimulator (ins) was off/disabled and no longer providing therapy. The patient mentioned he originally had 2 ruptured discs but later developed arthritis and began having problems on his right side. Pt states he is having an injection next week (B)(6) 2016. The indication for therapy was rsd/causalgia-complex regional pain syn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.